Manufacturer narrative:
Updated data: b4,g3,g6,h2,h10,h11corrected data: b5,h6 (clinical & impact )

Event description:
It was reported that during routine check, the cardiosave intra-aortic balloon pump (iabp) unit is leaking helium. There was no patient injury reported.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit is leaking helium.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
Additional contact information: (B)(6). A getinge field service engineer(fse) evaluated the unit and found unit had a leak, about 1 psi over 50-60 minutes. Due to chronic leaks over the past 3 years, replaced helium reservoir, and several helium lines. Fse performed preventive maintenance after the repair. Fse performed full calibration and tested the functionality and safety of the unit and released the unit for clinical use.